Event description:
It was reported that the pump battery was depleting quickly and that the pump time is incorrect. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.